Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump black box showed a time/date reset after the pump rebooted. There were no errors, alarms, or warnings associated with the complaint. The pump successfully completed a rewind, load, and prime sequence and was exercised for 24 hours with no issues occurring. All of the pump settings, basal rate, I:c, isf, and bg target, remained in pump settings. The complaint of "pump complete programs¿ disappearing was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history settings issue. It was reported that the ¿pump¿s complete programs suddenly disappeared.¿ the patient¿s blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500mg/dl with no reported additional signs or symptoms, which does not meet the animas criteria for an adverse event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the allegation of the pump not performing as intended with regards to the history or the settings may result in over or under delivery.